Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord scratched, rear light guide and bundle are damage. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported was caused due to defogging function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported; the rigid video scope produced a mist removal function error e104. The issue occurred during setup of the device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.